Manufacturer narrative:
The technician found the head up valve was stuck closed. He replaced the head up valve to repair the bed.

Event description:
Information received indicates the bed has no head up function.